Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The previously capped rv lead was explanted. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"